Event description:
This device was inadvertently reported on earlier. The reason for the explant was elective.

Manufacturer narrative:
Corrected data b5: the ipg was replaced electively therefore this product is no longer reportable.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. The exact reason for the surgery is unknown.